Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with an open wound with dry pus during a follow-up in clinic. The patient developed an infection that was caused by pocket erosion and extreme weight loss. Healthcare professional did not believe the infection was related to any abbott product or related procedure. The entire pacemaker system including the leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.